Event description:
Films were received and reviewed as follows: the ipsilateral limb was placed in the right iliac. The aaa is approximately 6.5cm in maximum diameter. Both distal iliac limbs appear to be well sealed within the iliac arteries. An area of contrast is seen within the proximal aaa sac; may be due to a type ii endoleak. In the distal aaa there is a larger area of contrast in the overlapping component stent graft location; cannot rule out a possible type iii (fabric or junctional) from either limb, or a type ii endoleak. There appears to be adequate limb extension overlap (approximately 2cm - 3cm) and the limbs are not severely angulated. The cause of the endoleak is uncertain.

Manufacturer narrative:
Evalaution, method: (films).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.24 cm diameter abdominal aortic aneurysm approximately 16 months ago. The aortic neck angle is 97 degrees. Aortic neck diameter is 19.3 mm and distally it is 18.7 mm. Aortic neck length is 32 mm. The right and left iliac arteries were mildly tortuous. The bifurcated stent graft and contralateral limb were implanted via the right femoral artery with one extension placed on the right and one on the left. It was reported that a type iii endoleak was observed intra operatively at the junction between the contralateral gate and the contralateral limb. Balloon remodeling was done to resolve the endoleak. The patient was seen at the one month follow-up and at that time the ultrasound did not show any endoleaks or other issues. At the one year follow-up three months ago, CT imaging was showed a type iii endoleak from the junction in the right limb. There is no intervention planned at this time; however, the patient is being monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (severely angulated aortic neck and mild tortuousity in the iliac arteries), incorrect technique/procedure (stent graft implanted in a patient with severely angulated aortic neck and mild tortuousity in the iliac arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck and mild tortuousity in the iliac arteries), operational context contributed to event (stent graft implanted in a patient with severely angulated aortic neck and mild tortuousity in the iliac arteries).